Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to further discuss about reported event. The room in question was not available at the time of call and the customer opted to call later for troubleshooting assistance. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center has intermittent image loss with no error codes displayed. The event occurred during procedure and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. Based on the following investigation it was not possible to identified whether the indicated phenomenon occurred due to a defect of the subject device. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Olympus will continue to monitor field performance for this device.